Manufacturer narrative:
The lot number for the device was provided and a review of the device history records was performed. The lot met all release criteria, meaning that no issues were noted during the manufacturing process or quality control inspections. This is the only complaint reported to date for this lot number. The sample will be retained by the user facility. The investigation is currently underway.

Event description:
It was reported that a pta balloon, used to post dilate three bare metal stents placed for limb salvage in the popliteal and superficial femoral arteries, detached from the catheter shaft. Reportedly, after the second stent was post dilated, the pta balloon could not be removed from the second stent. The hub of the pta balloon catheter was removed and a 7f introducer sheath was advanced over the pta balloon catheter to the site of the balloon in an attempt to free the pta balloon from the stent. After numerous attempts, this still proved unsuccessful. Significant traction was applied to free the pta balloon from the stent, which resulted in the pta balloon detachment from the catheter shaft. The catheter shaft was removed from the patient and several attempts to advance a wire and a snare to the site were performed, however, they could not be successfully advanced to the site of the pta balloon. An angiography run was then performed, demonstrating patency of the treatment site with good run off. The pta balloon currently remains in the patient, as it was reported that the patient was not a surgical candidate. The patient was placed on anticoagulation therapy and is being monitored.